Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. Approximately one year and three months post filter deployment, it was alleged that the filter tilted and patient was diagnosed with thrombus above the filter. The device has been removed percutaneously. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one year and three months post deployment, a computed tomography abdomen and pelvis revealed there was thrombus lying below the renal veins and cephalad to the filter. Around one month later, an inferior vena cavagram revealed there was a tilted filter placed below the renal veins. There was approximately 7 to 8cm of filling defect or clot above the filter. Around three days later, the patient scheduled for the filter retrieval. There was some thrombus noted above and below the tilted filter. There was a large amount of clot above and below the filter. A 25mm gooseneck snare was used to grasp the hook at the top of the filter and with significant pressure and then filter was removed. Successful suction thrombectomy of a large, partially occlusive burden of inferior vena cava clot above and below filter. Successful suction thrombectomy of left common iliac vein deep venous thrombosis. Successful balloon angioplasty of a mild to moderate left common iliac vein stenosis. Therefore, the investigation is confirmed for filter tilt. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.